Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure with a double lumen hemodialysis catheter (dlhc), for an unknown medical condition. On (B)(6) 2025, it was reported that fluid and blood leaking from the red lumen. It was further reported that, upon investigation, the catheter was torn. The line was clamped and covered to prevent further use. The device was removed from the patient. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure with a double lumen hemodialysis catheter (dlhc), for an unknown medical condition. Post the procedure on (B)(6) 2025, it was reported that fluid and blood were leaking from the red lumen. It was further reported that, upon investigation, the catheter was torn. Furthermore, the line was clamped and covered to prevent further use. The device was removed from the patient. There were no reported patient injuries.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fracture and fluid leak issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion) section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.